Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. Physician later reported capsular contracture, baker grade ii. Device has been explanted. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%), (brown, black and yellow) particles on the shell. A microscopic analysis was performed which identified: two striated broken on radius and anterior. Based on the device analysis the final assessment is: two striated broken on radius and anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Physician reported rupture. Physician later reported capsular contracture, baker grade ii. Device has been explanted. Left side.